Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and a cerebrovascular event on an unk date in 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports related to this event, the associated manufacturer report numbers are 1225714-2014-04093, 1225714-2014-04094, and 2937457-2014-00984.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products. Associated mdrs: 1225714-2014-04093,1225714-2014-04094 and 2937457-2014-00984.